Event description:
While servicing the accounts on the beckman coulter lh750 instrument for a differential background issue, the field service engineer (fse) sustained a small cut to the top of his head from the instrument's back panel door. The fse contacted the beckman coulter registered nurse via telephone who recommended he visit a doctor for evaluation. At the clinic the fse received a tetanus shot. The fse did not require stitches and did not have serology testing performed. The fse was back working the next business day without further affects from his injury. The root cause for the injury can be attributed to the back door panel being left open while working behind the lh750 instrument in limited space. Per labeling, beckman coulter, inc. Space and accessibility: in addition to the space required for the individual components, consider: comfortable working height. Access to perform service procedures. Allow at least 46 cm (18 in.) For the rear doors plus sufficient room for work space. Units can be moved to obtain additional work space.

Manufacturer narrative:
(B)(4).